Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) explained the message to home patient (hp) and informed them to start over using new supplies. The hp said there were open clamps on unused tubing. They followed the above and the hc was okay. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.